Event description:
The customer reported having low blood glucose of 16mg/dl and the paramedics were called and treated her with glucose at the scene. The customer mentioned being in a car accident and she was the driver. The caller stated that the cause of her low blood glucose was stress. The customer stated that she felt her blood glucose was low, but she did not pull off the road before having the accident. Troubleshooting was declined as customer stated that the insulin pump is functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.